Manufacturer narrative:
Investigation summary one (1) used list# lat-d1000, connector tego¿ was returned for evaluation. As received a tear around the sample and a seal collapsed was observed. No mating device was returned for evaluation. Complaint can be confirmed. The probable cause of wrinkled silicone, no saline solution flow is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. Corrective and preventative actions are in process.

Event description:
The event involved a connector tego¿ where it was reported during the disconnection of the patient from the hemodialysis therapy, resistance was felt when they attempted to flush the arterial lumen using saline solution, and the solution did not pass through. The connector was checked, and it was observed that the silicone was wrinkled. There was no reported patient harm as a result of this event.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. E1 initial reporter phone number: (B)(6).